Manufacturer narrative:
(B)(4). Concomitant medical devices: medical product: femur cemented posterior stabilized (ps) standard left size 8: catalog#42500606401, lot#65040479; articular surface fixed bearing posterior stabilized (ps) left 11 mm height: catalog#42512400711, lot#6498113; natural tibia cemented 5 degree stemmed left size e: catalog#42532007101, lot#65046608; unknown cement: catalog#ni, lot#ni. Multiple MDR reports have been filed for this event. Please see associated reports: 3007963827-2022-00020; 3007963827-2022-00021. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported via a clinical study that a patient underwent an initial left total knee arthroplasty. Approximately two months post implantation, the patient presented with symptoms including pain, stiffness, and limited range of motion. The patient then underwent a manipulation under anesthesia without complication. At the initial post operative visit, the patient exhibited increased range of motion and slow release of adhesions.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record review was not performed as the root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device. Patient had a manipulation under anesthesia due to pain, stiffness, and limited range of motion after initial left total knee arthroplasty. Manipulation of a joint is a mobilization manipulation under anesthesia and is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.